Event description:
It was reported that the vns patient wanted to have her vns removed because it "has not worked for many years." It is unknown if this refers to a device malfunction or normal end of service. The patient also indicated that she needed to have the vns removed for an MRI. The patient has reportedly been seizure free for "a long time." The patient's vns generator was removed on (B)(6) 2012. Additional information was received indicating the patient was re-implanted on (B)(6) 2012. Diagnostics were normal following generator replacement. Attempts for additional information have been unsuccessful to date. No adverse events have been reported.

Event description:
Product analysis was completed on the explanted generator. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found with the pulse generator.

Event description:
The patient had their generator explanted and it was returned for analysis. Completion is pending.

Manufacturer narrative:
.